Manufacturer narrative:
Tracking #.56245/lacey. H6; the applier was rec'd with excessive dried body fluids in the cartridge assembly and with the feedbar adhered to the applier floor. Briefly swishing the applier with saline between uses will reduce the occurrence of this incident. Based upon the inquiry info rec'd and the visual examination, it was concluded that the reported incident during surgery may have been due to dried body fluids adhering the feedbar to the applier floor. The applier was rec'd with excessive dried body fluids in the cartridge assembly and with the feedbar adhered to the applier floor. The feedbar could not be extricated from the applier floor and no functional testing could be performed.

Event description:
It was reported that the mcl20 was used during a radical cystectomy. It was reported after several good firings, the clips began to scissor. A second mcl20 was opened to complete the case. There was no consequence to the patient.